Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous de novo left anterior descending artery. A 4.50x8mm nc trek balloon dilatation catheter (bdc) was attempted to cross; however, resistance with anatomy was met. The bdc was noted to be separated a the proximal end. The separated portion was simply withdrawn as it was a proximal shaft separation. The physician decided to abandon the case and complete the procedure. The patient was kept on medical management. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and mildly tortuous anatomy during advancement causing the reported failure to advance. Continued handling and/or manipulation of the device during attempted advancement likely caused the reported material (shaft) separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.